Event description:
It was reported that the device was used during an unknown procedure. The device fired malformed staples and did not cut. The case was completed with overstitching. There was no patient consequence.